Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient started having right heart failure symptoms on (B)(6) 2014. The patient had high lactate dehydrogenase. The patient was admitted and started on medication. The patient was discharged on (B)(6) 2014, but returned to the clinic on (B)(6) 2014 with right heart failure symptoms and dark tea-colored urine and high lactate dehydrogenase and plasma free hemoglobin. The patient was admitted again and administered medication. The patient was ramped up, but her urine never cleared and lactate dehydrogenase never returned to normal. The patient received a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.